Event description:
A distributor reported an issue with a pump's usb port, which affected the user's ability to charge the device and led to a shutdown. Despite the malfunction, the customer's blood glucose level did not exceed 500 mg/dl, indicating no immediate adverse impact. Tandem technical support instructed the user to deplete the pump's battery fully before returning it and confirmed that a replacement pump would be sent. There was no backup therapy available, so the customer was advised to contact their healthcare provider for further assistance.